Manufacturer narrative:
(B)(4). Approximate age of device - 4 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2018, the patient called the lvad clinician with reports of the lvad system producing low flow alarms over the last couple of days. An echocardiogram was taken and a review of the lvad history was showing low speed advisory with speed going to 0 and the pump stopping. The patient was asymptomatic. A log file review by the technical service representative confirmed 4 pump stoppage events. X-rays of the driveline site were provided to the technical service representative who confirmed a dark area that might bee an area of concern. Another x-ray, close-up of the area, and away from the body was requested to hoping to prevent any shadowing for a clearer view. The second x-ray did look like the shielding was narrower in that area. In trouble shooting the event, no trauma was seen with the percutaneous lead (driveline) and the patient had gained some weight but not a lot. The patient received a non-grounded power module patient cable and was sent home with no issues. On (B)(6) 2018, the patient was in clinic and the lvad system was connected to a grounded cable and the lvad system immediately produced a low speed operation and pump stoppage. The patient felt fine and was removed from the grounded cable and the alarm stopped. Another ungrounded patient cable was requested. The patient is currently being worked up for transplant and will remain on an ungrounded patient cable until transplant. No additional information was provided.